Event description:
In 2009, the patient's wife reported that the patient experienced elevated blood glucose of 365-400 mg/dl for 2 days. He discovered that there was a leak at the luer connection of the infusion set and insulin was leaking into the cartridge compartment of the infusion device. She stated that the patient switched to his backup infusion device and changed "everything" in 2009, and his blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set and insulin cartridge were discarded. The infusion device will be returned for evaluation.